Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product ID: 694765, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013; product ID: 457445, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013.